Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
It was reported a cerebrospinal fluid (csf) leak occurred during a procedure to place a trial lead. The lead was placed and afterwards the patient reported experiencing a headache. On (B)(6) 2017 the physician performed a procedure to alleviate the patient's headache (exact nature of the procedure not provided to the manufacturer) and the headache was resolved.